Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), and a non-penumbra microcatheter. During the procedure, the smart coil would not advance past the friction lock within the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.